Event description:
The customer reported that all of their central nurse's stations (cns's) and remote nurse's stations (rns's) are experienced communication loss. They are monitoring a mix of bedside monitor's (bsm's) and transmitters. No harm or injury was reported.

Manufacturer narrative:
The customer reported that all of their central nurse's stations (cns's) and remote nurse's stations (rns's) are experienced communication loss. They are monitoring a mix of bedside monitor's (bsm's) and transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: rns's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that all of their central nurse's stations (cns's) and remote nurse's stations (rns's) are experiencing communication loss. They are monitoring a mix of bedside monitor's (bsm's) and transmitters. No harm or injury was reported.

Manufacturer narrative:
Complaint details: customer reported that all bedsides being monitored by the cns are displaying communication loss. During the call with the customer. The bedside monitors restored communication without any troubleshooting performed. Nk technical support (ts) advised the customer to report the incident with their local it to identified if there was a power outage in their data closed. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. During troubleshooting, customer identified that the there was a power outage on the server room of their facility. Customer indicated that the main power in the it closet had gone down. As the server is down, devices would not be able to connect with each other. Customer contacted their local it to restore the power in the it closet. After the power was restored, the communication loss issue was resolved. Based on the available information, the most probable cause of the issue is customer network environment. The customer's server was down which had caused the devices to not connect to the network, causing the communication loss issue. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration date. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. B6. B7. Attempt #1 04/08/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/22/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: rns's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni . Additional information: b4. G3. G6. H2. H6. H10.